Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 334 (mg/dl). Customer changed pump supplies and administered a bolus to treat bg levels. Although requested by tandem technical support, customer declined to perform complete troubleshooting for the pump. Customer indicated that they will monitor their bg levels and call back if necessary.